Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they stopped using the implant for a while and now it had been very painful in their back and it was causing some problems. Patient stated their primary care doctor decided to have the implant removed because of the possibility of something else happening. Agent asked patient when the pain started and patient stated the lead is still intact but it is swirling in some respect. Patient also stated they gave the remote to a facility because they thought they never needed it again but now they do need it. Pt asked for implant information, agent reviewed info and documented event. Agent tried to understand why and when pt stopped using implant, pt did not clarify.